Manufacturer narrative:
(B)(4).

Event description:
It was later reported that fluid was unable to be drawn from the catheter access port; difficulty aspirating the side port of the pump. Implant site fibrosis was also reported.

Event description:
It was reported there was reprogramming/refill/bolus on (B)(6)-2012. The device was disposed of.

Event description:
It was reported that this patient had increased back and leg pain despite a titration of medications. A catheter access port (cap) contrast study was performed on (B)(6) 2012 which revealed catheter tip fibrosis. The patient underwent a surgical revision of the catheter connector on (B)(6) 2012 and the patient recovered without sequela. This pump system was used to deliver sufenta, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).